Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing occurred on a patient device due to post paced t wave oversensing. The patient was not reported to be symptomatic. The recommended programming changes were made and dft testing will be scheduled in the near future. No further issues were known.